Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 200 ohms. The physician elected to reprogram the shock lead configuration and the patient will continue to be monitored. The rv lead remains implanted and in service. No adverse patient effects were reported.